Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying inaccurate values. Patient's mother did not report any medical intervention or injuries at the time of contact with dexcom technical support.